Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation:uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included ovarian carcinoma, cholecystitis, depression and post-traumatic stress disorder. Previously administered products included for an unreported indication: nuvaring from (B)(6) 2007 to (B)(6) 2008. Concomitant products included naproxen sodium (aleve) since (B)(6) 2010. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced tooth disorder ("dental problems") and allergy to metals ("nickel allergy"). In (B)(6) 2009, the patient experienced uterine perforation (seriousness criterion medically significant), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and pelvic pain ("pain"). On an unknown date, the patient experienced infection ("infection"). The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the uterine perforation, infection, tooth disorder, urinary tract infection, allergy to metals and pelvic pain outcome was unknown. The reporter considered allergy to metals, infection, pelvic pain, tooth disorder, urinary tract infection and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation:uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and endometrial ablation performed simultaneously" and device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included ovarian carcinoma, cholecystitis, depression and post-traumatic stress disorder. Previously administered products included for an unreported indication: nuvaring from (B)(6) 2007 to (B)(6) 2008. Concomitant products included naproxen sodium (aleve) since (B)(6) 2010. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced tooth disorder ("dental problems") and allergy to metals ("nickel allergy"). In (B)(6) 2009, the patient experienced uterine perforation (seriousness criterion medically significant), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and pelvic pain ("pain"). On an unknown date, the patient experienced infection ("infection"). The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the uterine perforation, infection, tooth disorder, urinary tract infection, allergy to metals and pelvic pain outcome was unknown. The reporter considered allergy to metals, infection, pelvic pain, tooth disorder, urinary tract infection and uterine perforation to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2008, (B)(6) 2008. We had three coils coming into the uterus on the patient's left side and two coils in the right. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-apr-2021: mr received. Reporter added. Case became medically confirmed. New event added: essure insertion and endometrial ablation performed simultaneously. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: other') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test." The patient's medical history included ovarian carcinoma, cholecystitis, depression and post-traumatic stress disorder. Previously administered products included for an unreported indication: nuvaring from (B)(6) 2007 to (B)(6) 2008. Concomitant products included naproxen sodium (aleve) since (B)(6) 2010. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced tooth disorder ("dental problems") and allergy to metals ("nickel allergy"). In (B)(6) 2009, the patient experienced uterine perforation (seriousness criterion medically significant), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and pelvic pain ("pain"). On an unknown date, the patient experienced infection ("infection"). The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the uterine perforation, infection, tooth disorder, urinary tract infection, allergy to metals and pelvic pain outcome was unknown. The reporter considered allergy to metals, infection, pelvic pain, tooth disorder, urinary tract infection and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-feb-2020: pfs received: reporter, patient demographics, medical history, concomitant drugs were added. Added event dental problems, infection (bladder/ urinary tract/vaginal) type: uti, nickel allergy, pain, she did not undergo an essure confirmation test. Updated events perforation/ perforation (uterus) (previously reported as perforation). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation:uterus') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included ovarian carcinoma, cholecystitis, depression and post-traumatic stress disorder. Previously administered products included for an unreported indication: nuvaring from (B)(6) 2007 to (B)(6) 2008. Concomitant products included naproxen sodium (aleve) since (B)(6) 2010. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced tooth disorder ("dental problems") and allergy to metals ("nickel allergy"). In (B)(6) 2009, the patient experienced uterine perforation (seriousness criterion medically significant), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and pelvic pain ("pain"). On an unknown date, the patient experienced infection ("infection"). The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the uterine perforation, infection, tooth disorder, urinary tract infection, allergy to metals and pelvic pain outcome was unknown. The reporter considered allergy to metals, infection, pelvic pain, tooth disorder, urinary tract infection and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: ppc updated. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation: other') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant) and infection ("other: infection"). At the time of the report, the perforation and infection outcome was unknown. The reporter considered infection and perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received events "perforation: other, infection" were added. Patient demographics was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.